Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after 3 weeks of use. No incident related medical sequela was reported.

Manufacturer narrative:
Device evaluation: smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. Explanation of method: a sample device was returned and is currently in transit to the investigation site.